Event description:
It was reported that during a routine device replacement, testing of the leads via the previous device revealed the threshold measurements were high on the right ventricular lead. It was also noted the sensing value was low and had been low at previous follow up visits. The sensing polarity was changed to integrated bipolar and it increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.